Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of intimal dissection is listed in the xience xpedition, everolimus eluting coronary stent system, instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was to treat a mildly tortuous and de novo proximal left anterior descending artery that was 90% stenosed. The patient presented with severe angina. The lesion was pre-dilated with a non-abbott balloon catheter and a 3.0 x 48 xience xpedition stent was deployed. Fluoroscopy showed a proximal edge dissection. The dissection was covered with another xience xpedition stent. There was no clinically significant delay in procedure and no adverse patient sequelae. No additional information was provided.